Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15779. It was reported the pt experienced discomfort at the ipg site at all times. The pt indicated she suffered a fall. Surgical intervention was undertaken and two of the lead contacts were found to have pulled out of the ipg header. The ipg was explanted and replaced. The pt reported effective stimulation coverage postoperative and the issue was resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.